Manufacturer narrative:
The device was returned and a bend was noted in the exposed portion of the cannula. It is unclear when the bend occurred. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The data showed no issues that would cause a bent cannula, bleeding/bruising at the insertion site, a failure of the pod to adhere, or the reported high bg (blood glucose) levels. No defects were found on the formed needle. Because the pod was returned in the worn state, the adhesiveness during wear could not be determined. No other defects were found, a root cause for the reported event could not be determined.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 24.2 mmol/l (288 mg/dl) while wearing the pod between 4 and 24 hours on the back. Correction boluses were administered using the pod but the patient's bg levels did not decrease. She noted the adhesive was a little loose and the cannula appeared bent to the left. A new pod was applied to treat the hyperglycemia and her bg levels reduced to 6.0 mmol/l (108 mg/dl). The patient's blood glucose history is as follows: (B)(6).